Event description:
Healthcare professional reported, left side "capsular contraction, baker grade iii. Implant exchange". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, weight within specification. After autoclave cycle was identified, cloudy gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "capsular contraction baker grade iii implant exchange". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device was explanted.